Manufacturer narrative:
On (B)(6) 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sal smooth rnd diap 225cc breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female patient, who's undergone primary breast augmentation with 225cc mentor smooth round moderate profile saline breast prostheses, suffered spontaneous left breast deflation, post-procedure. The implants was identified to have a leaky valve. The deflation was initially diagnosed via physical examination. As a result, the patient underwent removal and replacement with a 225cc mentor smooth round moderate profile saline (catalog: 3501630 lot: 9478107 sn: (B)(4)) on (B)(6) 2021.